Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter, test strips and control solution have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow up # 1: supplemental report text- (B)(6) 2013: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.